Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:n/a. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced postoperative right-sided rupture, capsular contracture (grade unknown), and local reaction. The patient is experiencing right-sided breast pain that expands to her shoulder blade, and her shoulder bone is swollen. The patient states that her right-sided breast is encapsulated, and the right-sided implant is leaking according to her doctor¿s office. At the time of this report, mentor has received no information regarding an expected explantation date.